Event description:
It was reported that the right ventricular (rv) lead was explanted due to not capturing, rising threshold and lead dislodgement. A new lead with the same model was implanted. No adverse patient effects were reported.